Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 9apeg03c for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly marked as blood readings.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The advocate from (B)(6) reported that the customer performed a blood glucose test with his contour next meter and obtained a reading of 2.7 mmol/l. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.